Event description:
It was reported that the intra-aortic balloon (iab) was prepped per the instructions for use. The md inserted the sheath into the patient's left femoral artery. As the md was inserting the iab through the sheath, he felt resistance. He asked the technician to pull more vacuum & he continued to try to insert the iab through the sheath. The md found it extremely difficult to advance the iab through the sheath. After the iab passed through the sheath the md "felt like there was something wrong." The md decided to remove the iab. In the meantime, the patient was doing "very well" & the md felt that at this time he would just remove the iab from the sheath & allow the sheath to remain indwelling in case the patient needed intra-aortic balloon pump (iabp) therapy within the next 12 hours. The md had a very difficult time removing the iab from the sheath; however, he was able to get the iab out of the patient. After removing the iab from the pt. The tip of the membrane appeared torn. The pt was moved to the ICU & the sheath was removed. There were no reported patient complications or injury. There was no reported patient death. There was no reported delay in therapy. The patient outcome is listed as "good."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.